Event description:
It was reported that the device had no ECG reading from the ECG cable or paddles. There were no reports of patient use associated with this event.

Manufacturer narrative:
The customer confirmed that device was inoperable for defibrillation, and will be ordering a power supply pcb to repair the device. The device is currently in their shop and will repair when the biomed has time. The customer will notify physio-control if replacing the power pcb does not repair device.